Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient tried to connect to the ins using the recharger because they "thought the ins quit on them" even though they had last successfully charged the ins two days prior. They were unable to connect with the recharger because they were getting the reposition antenna screen. When they tried to connect with the programmer, they got the poor communication screen. No symptoms were reported. When asked when the patient last felt stimulation, they were unable to determine that since their settings were set on high frequency programming so they don't usually feel stimulation. It was confirmed that the patient did not think their ins had moved or flipped. They were redirected to the doctor to have the device checked. No further complications were reported or anticipated.